Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed all incoming functional tests. Analysis found the upper case, lower case, side bail covers and ring cover are broken. The battery release is contaminated and the ring is missing.

Event description:
It was reported the device was not capturing. Long term testing by biomed did not indicate any issues. The device was returned for evaluation, repair, and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.